Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6)2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) epicardial lead was not in the desired anatomical location and consequently was not adequately providing biventricular pacing therapy. The lead was capped and replaced. No patient complications have been reported as a result of this event.